Event description:
It was reported that the wake button was not working. Customer pressed the wake button multiple times and the wake button performed as intended. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer delivered a bolus via the pump to address bg level.